Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the rubber stopper of one tube cap sprayed out. No patient impact reported. The following information was provided by the initial reporter: "phase: before blood collection. Defect: in the laboratory blood collection center, the rubber stopper of the tube cap sprayed out. Quantity: 1 piece. Effects: no effect on patients and users."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed as a cocked stopper was in the shield assembly. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed as no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly with the photos provided.

Event description:
It was reported that prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the rubber stopper of one tube cap sprayed out. No patient impact reported. The following information was provided by the initial reporter: "phase: before blood collection. Defect: in the laboratory blood collection center, the rubber stopper of the tube cap sprayed out. Quantity: 1 piece. Effects: no effect on patients and users."